Event description:
As I write this, I am in fear for my life, no matter where I go to seek treatment for injuries that took place on (B)(6) 2019. No one will help me. The pain pump; these people are after me because I put together how they are using their pts as "cash cows". Repeat operations. On (B)(6) 2016 my husband herbert had a neurostimulator implanted. When I changed his dressing 2 days later, we discovered a nightmare. His back had a terrible black bruise on his left side. His kidney ceased to function due to blood flow. But his real problem started and as a bone spur pressing on a nerve in his spine (lower). It was discovered back in at least 2014 that he had 2 aneurysms. An aaa and one in his thigh (upper). They left those in place, instead they replaced both hips. It took 3 operations to remove some of the stimulator and only now are they addressing his back, because he can barely walk. Our lives matter. We have done nothing wrong, we are the victims of greedy men making money off the sick for financial gain. They put stents in him on (B)(6) 2019 for the aneurysms. But, not before setting up an "accident" that should have dislodged the catheter to the pain pump located on my right buttocks. It took the police 1 1/2 hrs to get to the scene, the crash occurred behind the police station on (B)(6) in (B)(6). 10 mins after the dr told me to go home. The surgery was set for the am, they told me he went in at 4:45 - 4:50 pm, and I spoke to his dr around 6:45 - 6:50 pm. On (B)(6) of 2018, there was an "accident" too, I didn't go that morning to visit the dr with my husband. About 92 days later, they made sure I was alone, but I survived. Since then the story is that I self medicate, I can reduce or increase my medication at will. No one will help me. Reports have been classified and I can not get the treatment I so desperately need. My life is in danger and the pain pump is the weapon. Look at the numbers on these print outs. They do not make sense; how can I have 30 ml of hydro and bupivacaine when the pump only holds 20. The medication came in one syringe, how could they give me more of one and less of the other. The amounts don't make sense, and worse who monitor the drs from doing their jobs. On (B)(6) 2018, my husband and I both witnessed a smaller syringe with some fluid still in it. I remember having trouble walking out of the room after the refill. While I waited for the next appt and the print out, the dr came back out, he said to me before I left the same room, "I inherited you" he never liked me, nor I him. He was very cruel and prestigious, "I am hispanic." On (B)(6) 2018 he set me up with a new dr, dr (B)(6), who in the course of the consultation said "I want to take a reading." A few days later I started vomiting and was very ill, when I called him he told me "you're going through withdrawal", look, closely at the print outs, they reduced the meds continuously since (B)(6) 2018, even now, I have episodes of not being able to breath, chest pains, flu like symptoms. When I went to the hosp they told me to go to the pain mgmt dr. The one who has poisoned me and my name and is trying to kill me because I know about the fraud and the "book" of chemical cocktails he himself told me about. He did not realize that I would remember, because I had been drugged by him via the pain pump. I have hair, nail and samples from an amber fluid that came out of my ears. It burned my eyes, my nose, my lungs, my chest /heart. I can not believe I am alive. But I won't be for long.(B)(6) the nurse who fills my pump is under the supervision of dr (B)(6) who took over for dr (B)(6) who I know poisoned me too. I know how they did it where, when, and of course why. Dr (B)(6) has been on trial for years on suspicion of causing 6 deaths, and causing hundreds of thousands others to become addicted to opioids. He was my dr for 18 years and he examined my husband in 2016 after my husband's surgery. These are copies of the original print outs I could find. They date back to early 2017, it shows a long history of abuse by the dr who was filling my pain pump and still is in control of how it is being manipulated. Unfortunately all attempts to get help have gone unheard. My health is declining rapidly and I fear that at (B)(6)years of age, my heart and body can no more take this abuse. I need help now. If someone doesn't help me I will die due to complications of being "under medicated". Since the car crash of (B)(6) 2019, I say crash because in (B)(6) 2018 there was another one I just wasn't in the car like they expected. The idea is to dislodge the catheter from the unit and over dosing or under dose of medication. God has kept me safe, they however, have thought of another way. Pre program the pump to go down regularly and deny me treatment which is what they are doing. Including not finding a hernia that is now double size it was in (B)(6) when I called my primary care dr. Her advice is, go to the hosp when I'm in severe pain and vomiting. Who does that to a senior citizen. My only crime is being observant. What they did to my husband for 10 yrs of unnecessary surgeries to collect money and my figuring out that they were tampering with the pain pump to hurt me. My husband had a hole in his back for over 3 yrs while metal cut its way out through his skin, that took 3 surgeries alone to accomplish, not to mention other back surgery, 2 hip replacements and surgery to repair with aneurysms they knew he had for almost 10 yrs. Ref #mw5091085.